Manufacturer narrative:
One cadd pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of error 10037 was not verified. Event log shows alarm 10037. Service will replace the motor as a preventative measure. Use testing was performed. The problem source is unknown.

Event description:
Information was received that the cadd prizm vip pump has error 10037. No reported adverse effects and no patient involvement.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. The event history log noted an error code message was recorded. Functional tests included use testing. The pump was powered on and an error code was unable to be duplicated. A motor current test was performed. The motor current test was found to be high out of the pump's manufacturer specifications. The motor was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the pump's motor.